Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 53 mg/dl at the time of the event and the customer was treated with carbs intake.  Troubleshooting was performed. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.